Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black mold on the water chamber. The patient also alleged of having a heart attack and ablation surgery. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient alleged visualization of black mold on the water chamber. The patient also alleged of having a heart attack and ablation surgery. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Observed the following from internal and external inspection - unknown dust/dirt contamination present on all surfaces of the base unit. There is a dark residue present on the rear panel and iso port where the base unit . Unknown debris in the tracks of the ui panel and bottom enclosure. There is a dark residue present on the bottom enclosure, top enclosure, rear panel, and front panel. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring also present at the air inlet. A keratin-like substance was observed around the blower box outlet. The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device.mineral spots consistent with water ingress were found within device base enclosure. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes,that they could not confirm the customer complaint and there was no evidence of sound abatement foam degradation/breakdown observed in the base unit and they confirmed the presence of contamination in the airpath.